Event description:
The account alleges that the bed exit would not alarm.

Manufacturer narrative:
The technician discovered that the bed exit has been disconnected. The tech reconnected the cable, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.